Manufacturer narrative:
The criticool has not been returned to belmont for evaluation. We have reached out to the distributor to request that the unit be returned for investigation. The operator's manual provides a detailed troubleshooting guide, including potential causes of a problem and the action to be taken. Without additional information, it is difficult to determine what occurred in this case at this time. We will continue to follow up with the distributor to obtain additional details about the case. It was reported that there was no injury to the patient. Should additional information become available, a supplemental report will be submitted.

Event description:
The user facility reported that the criticool was not cooling to the set temperature.